Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During one month follow-up, high capture threshold was observed. The device was reprogrammed to resolve the issue. Then, during follow-up on may 10, 2019, x-ray examination indicated the left ventricular (lv) lead dislodged into the atrium. On (B)(6) 2019 the lead was explanted and replaced. The patient was stable.